Event description:
Overdelivery reported. The pump was set up at 12 noon to deliver d5w maintenance fluid at 120ml/h with a volume to be infused (vtbi) of 1000ml. At approximately 2pm, the total volume delivered indicated 331ml and was cleared as a shift total by a rn. At 2:30pm, the total volume delivered showed 95.6ml and the volume to be infused read 573ml, however, there was approximately 800ml gone from the intravenous container. The pt did not experience any adverse effects. No additional info was available.